Event description:
It was reported that during a prostate procedure, at 37.25 minutes of use, the fiber head detached at 332,102 joules. The procedure was completed using a second fiber. There were "no damages to the patient" reported.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2014.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is still attached; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap and can rotate off center; the metal cap is loose from the glass cap. Probable root cause: based on the product analysis results, the product complaint of "head detaches" could not be confirmed; a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.